Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that an empty labeled winding former and a dispensed needle-suture product code sxpp1a301 were received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have both sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. In addition, a side tab was returned for analysis, the piece was examined, and was noted cut in a side. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested, but was unavailable: lot number? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.